Manufacturer narrative:
(B)(4). The evaluation of the reservoir ruptured has not yet been completed. A follow-up report will be submitted when the evaluation has been completed or additional information becomes available.

Event description:
It was stated that the customer passed away due to diabetes complications. The wife stated that the customer was not wearing the insulin pump at the time of death. The wife declined to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was not confirmed. The assignable cause could not be determined at this time. A batch review has been performed. All release criter were met for the production of this batch.there is a CAPA (corrective and preventive action) investigation associated with this report, (B)(4).

Event description:
A sample was returned for evaluation for the reported condition of broken stem; however, a ruptured reservoir was observed during baxter device evaluation. There was no report of patient involvement. No additional information is available.